Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter at 7:51 p.m. And the result was 4.0 inr. A sample from the patient was tested on the meter at 7:55 p.m. And the result was 3.0 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment and there was no change in the patient's medication based on an incorrect meter result. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested twice per month. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not receive any changes in medication dosage. The patient has no illnesses and no changes in diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 194491-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation. The patient's test strip vial was also returned for investigation, but it did not contain any test strips. The returned meter and master lot test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.3 inr. Donor 1 hct: 47%. Donor 2 hct: 48%. Testing results: donor #1: master lot: 2.1 inr. Master lot strip and customer meter: 2.1 inr. Donor #2: master lot: 2.2 inr. Master lot strip and customer meter: 2.2 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.